Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 25/apr/2019 and inspection of the unit was performed on 30/apr/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection; insertion tube polyurethane damaged at segment side under the bending rubber glue; image shadows; primary operation channel resistance; bending rubber glue severe discoloration; forward body trim collar attaching nut worn/ loose thread; air/ water socket cylinder o-ring chipped; middle lcb distal cover glass glue is missing; air/ water socket worn thread; passed dry leak test; lightguide prong scratched; unauthorized adjustment of a/w nozzle - sharp edges exposed; suction tube resistance; segment steel braid cut; passed wet leak test; fluid invasion not observed in pve connector; prism lens chipped; light carrying bundle distal cover glass middle chipped; prism glass glue missing; hole in # 2 remote control button cover; operation channel- primary slice by accessory; fluid invasion not observed in control body; bending rubber scratched; insertion tube mild scratches at stage 2; insertion tube mild scratches at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the customer. Parts replaced: air/water tube; deflector operating wire; deflector staycoil; lcb distal cover; operation channel; adjusting collar; bending rubber; segment attaching screw; insertion flexible tube; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; objective prism assy; rl pulley assy; ud pulley assy; suction channel lg; fwd body trim cover attaching nut; remote control button; air/water socket; lg prong attaching nut; lg prong insulation ring; light guide prong; light guide prong washer imp-1; o-rings and seals; distal case/cap; deflector body link.